Manufacturer narrative:
The insulin pump was received with blank display. Unable to performed a frozen screen test, or button keypad anomaly due to blank display. The electronic assembly was taken apart and reconnected, no blank display noted. Unit had scratched display window.

Event description:
Customer reported that the insulin pump had a frozen display. Customer stated that the time on the insulin pump is not advancing and there is no response from any button. Customer stated that he removed and inserted a new battery and the display did not returned. Nothing further was reported.